Event description:
While removing csi atherectomy device, proceduralist noticed that tip of equipment proximal to burr was broken off. Was retrieved on wire per procedural operator. Device had been used in rca (right coronary artery) and circumflex ar.